Manufacturer narrative:
B3: event date unknown. One device was received for evaluation. Visual inspection revealed the top housing broken on the left corner. Event history log review was not applicable. Functional testing was able to replicate the reported issue; ¿motor not running¿ was found at the start of infusion with a noisy motor. The root cause was determined to be the stepper motor. The stepper motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿motor not running¿ error. The motor worked for a few seconds and would stop. It is unknown if there was patient involvement, no adverse patient effects were reported.